Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: where was the sales rep when he found the issue? Sales rep was called by the sub-dealer when the stock was supplied this is when the issue was highlighted by the sub-dealer. How he found the issue? When he tried to feed the inventory in his stock, same batch with different expiry the software raised an alarm this is how the sub-dealer found out regarding the expiry mismatch. Was the customer involved? Customer yes sub-dealer was the customer in this case. Did the sales rep identify the issue at a customer's location? Yes the issue was identified at customer location. Was the affected foil package within j&j control at all times? Yes, it was under j&j team control at all times, material was shipped from our authorized distributor to a sub-dealer. Did both foils come from the same box of product? Yes the foils came from the same box. Did the label on the outer box reflect the information from the batch manufacturing record of the lot. Yes the label on the outer box mentioned the same batch manufacturing record as per one of the foils inside the box. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported on (B)(6) 2018 suture was received by a distributor and two foils with the same lot number were observed having two different manufacturing and expiration dates. One foil pack had manufacturing date 10/2017 and expiration date 09/2022 whereas another foil pack had a different manufacturing date 08/2017 and expiry date 07/2022.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. All the retain samples(24ea) of incident codes and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for manufacturing and expiry date 06ea out of 24 ea retrieved for analysis has a manufacturing date - (B)(4) 2017 & expiry date - (B)(4) 2022. This complaint is a mismatch packaging of same product code, lot number with different manufacturing date and expiry date.